Event description:
The customer reported an ( unconfirmed) false negative with the binaxnow¿ covid-19 antigen self test otc 2 test posted on a web submission from globalpointofcare.abbott. The customer submitted the following message " we administered an antigen self-test for one of my children today. We have used a few of the same tests over the last few days to test our family members. Today's test gave me a weird second line that was just below the control line ( grey line under the control line). It is very thin and quite close to the control line. I am wondering if we count that as positive or if it is a faulty test". The customer stated that a second test was performed; it is unclear if the result was negative. As per the customer, the patient had symptoms. Unfortunately, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against this trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as insufficient information was provided for investigation.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event. Please see updates: d1, d2, d3, d9, and h2.